Event description:
The pk papyrus was selected for treatment of a type ii perforation in the lad. After implantation of a first stent, the complaint instrument was introduced into the patients body, but the stent system could not cross the target lesion and was withdrawn. After withdrawal, a stent deformation was detected at the tip. Another pk papyrus was used to successfully seal the perforation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related and not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.